Event description:
The device was returned for analysis is due to high impedances on all eight contacts. Upon reopening the pocket, the hcp noticed the extension plug was loose between the neurostimulator and the extension. It was impossible to attach the device properly. The neurostimulator was replaced and the problem was solved. The pt's tremor disappeared.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete.